Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to damaged connector pin. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error code e226 was confirmed as the error was caused by the damaged pin on the connector. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, when plugging into the camera there was an error code e226. No additional information regarding the event was available from the customer. There were no reports of patient harm.